Manufacturer narrative:
It was reported by customer that the j-loop that connected to the IV had actually split. One sample of material number mp5303-c was received for quality investigation. The sample was visually inspected for any damages or broken components. No damages were visibly identified. The sample was then connected to a 10ml syringe filled with water and a fluid push was attempted. The extension set allowed flow through the entire set with no issues. Additionally, the distal end of the extension set was capped and hydrostatic pressure was applied with the syringe to the sample. The extension set did not separate or leak during testing. No other issues or defects were identified during testing. The customer complaint of separation other component - leak could not be verified. A device history record review for model mp5303-c lot number 23079002 was performed. The search showed that a total of 38,403 units in 1 lot number was built on 03jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined because the reported failure could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Mat#: mp5303-c, batch#: 230792002 (provided by customer). It was reported by customer that they had another issue with the same product. Related to (B)(4) which they found was the j loop that connected to the IV had actually split. Verbatim: we had another issue with the same product. I have the defective product on my desk. Can you send someone onsite to come pick it up and send back to the quality department? 23oct2023. Are you able to provide the date of event in format dd-mmm-yyyy? 10/9/2023. Are you able to provide the material number and batch/lot number? (10) 230792002. Was issue being described noted before, or during used? The j loop that connected to the IV had actually split, we are sending the product that has the same lot number. Was there any patient involvement? N/a. Any adverse events or serious injury reported to patient or healthcare professional? N/a. What was the patient outcome? N/a. Was there any delay of, or change in, the course of treatment due to this event? N/a. What procedure was being performed? N/a. What medication was used in the procedure? N/a.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector separated. The following information was received by the initial reporter with the verbatim: it was reported by customer that they had another issue with the same product in which they found was the j loop that connected to the IV had actually split.